Event description:
It was reported that the user experienced hyperglycemia after disconnecting from the ilet for showers and swimming and due to an infusion site that detached during sleep; the blood glucose reportedly reached 400 mg/dl, and the ilet provided a high-glucose alert, after which supplies were changed and glucose returned to range. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included user interview and troubleshooting with education on staying connected, checking ketones, and promptly addressing site issues. Investigation of this case revealed that the event was consistent with hyperglycemia associated with infusion set dislodgement and periods of pump disconnection; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with user-related factors such as disconnection and site loss as plausible contributors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.